Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which was successful as the malfunction did not recur. The customer can continue using the pump and was advised to call back if the issue reappears.